Event description:
The customer reported to corporate product surveillance that they are getting an occlusion alarm off the pump with the extension set tubing. After many attempts to trouble shoot the problem, the customer out the tubing and it's attached baxter filter, the pump started working again. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was returned by the customer and evaluated. The sample was visually and functionally tested and the reported condition was not confirmed. The sample passed visual inspection as nothing was observed that could have caused a pump alarm. The sample passed functional testing with water to ensure the fluid path was not occluded. It was then connected to a continu-flo set and primed and there were no occlusions observed. No assignable root cause could be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.